Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose levels were over 400 mg/dl, 447 mg/dl, 435 mg/dl, 405 mg/dl, 271 mg/dl, 278 mg/dl, 490 mg/dl and 561 mg/dl. The customer reported that they treated high blood glucose level with the manual injections. The customer's sister reported that they experienced dehydration and pain as a symptom of high blood glucose level. The insulin pump will not be returned for analysis.